Event description:
Na.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The bactiseal catheter (ID 823072) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2025-00116. Event reported from a post-market clinical program: a facility reported a hakim valve (ID: 823832) and a bactiseal catheter (ID: 823072) were implanted on (B)(6) 2022 due to subarachnoid hemorrhage. The patient underwent clipping of the left middle cerebral artery, followed by hydrocephalus. On (B)(6), 2024, a follow up computed tomography (CT) scan revealed post-operative changes consistent with a ventriculoperitoneal shunt, with poor drainage at the proximal catheter, suggesting possible catheter obstruction. The patient's family was instructed to perform manual compression 100-200 times daily as conservative management, and recovery has been smooth. Currently, the patient is in stable condition with no complications. The device is still implanted.